Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely tortuous posterior descending artery of the right coronary artery. The physician advanced the 12mm x 2.50mm nc quantum apex mr balloon catheter to the target lesion. On the first inflation for 20 seconds at 18atms, the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).